Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 422 mg/dl. The customer was declined troubleshooting for high blood glucose. Customer stated the cannula was bent. Customer was having issues with the cannula bending, every time she has to change 3 different times. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.